Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the error code was observed. Software needs to be reloaded. (B)(4).

Event description:
It was reported that the programmer was unable to boot up due to an error displayed on the screen. The programmer was returned for servicing. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the error code was observed. Software needs to be reloaded. Further analysis was performed when the programmer was returned to the united states for repair. This analysis confirmed that the programmer boots to an error, as a result the hard drive was reconfigured, and software was reloaded and updated. It was also noted that the upper case was broken, the electrocardiogram (ECG) connector was loose and the system fan was noisy.